Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems:other") and urinary tract disorder ("bladder/urinary problems:other"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and dyspareunia had resolved and the migraine, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, migraine, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dyspareunia, bladder disorder, urinary tract disorder, migraine, device monitoring procedure not performed. Patient demographic added, essure removal date added, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration / malposition of essure device location of device'), fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems:other"), urinary tract disorder ("bladder/urinary problems:other"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection type: urinary system"), vaginal infection ("infection type: vaginal "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depresion"), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), inflammation ("abdominal inflamation") and anxiety ("anxiety"). The patient was treated with surgery (ablation and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, migraine, bladder disorder, urinary tract disorder, menstruation irregular, genital haemorrhage, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, depression, fatigue, dysmenorrhoea, vomiting and anxiety outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, nausea, headache and inflammation had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2014. Date(s) of insertion: 1) (B)(6) 2014 left. 2) (B)(6) 2014right attempted (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new events - malposition of essure perforation (fallopian tubes), perforation (uterus), irregular menstruation, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection type: urinary system & vaginal, apareunia (inability to have sexual intercourse), anxiety, depression. Migraines / headache, fatigue, dysmenorrhea (cramping), vomiting and abdominal inflammation was added. Outcome of left abdominal pain nausea headache abdominal inflammation was updated. Lot number was added. Surgery ablation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration / malposition of essure device location of device'), fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain') and menorrhagia ('menorrhagia') in a 30-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems:other"), urinary tract disorder ("bladder/urinary problems:other"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection type: urinary system"), vaginal infection ("infection type: vaginal "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), inflammation ("abdominal inflammation") and anxiety ("anxiety"). The patient was treated with surgery (ablation and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, migraine, bladder disorder, urinary tract disorder, menstruation irregular, genital haemorrhage, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, depression, fatigue, dysmenorrhoea, vomiting and anxiety outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, nausea, headache and inflammation had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2014. Date(s) of insertion: 1) (B)(6) 2014- left. 2) (B)(6) 2014- right attempted (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration / malposition of essure device location of device'), fallopian tube perforation ('fallopian tube perforation'), pelvic pain ('pelvic pain / pain') and heavy menstrual bleeding ('menorrhagia') in a 30-year-old female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included migraine with aura. Concurrent conditions included ovarian cyst and hemorrhagic ovarian cyst. In june 2015, the patient had essure inserted. In 2016, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems:other"), urinary tract disorder ("bladder/urinary problems:other"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection type: urinary system"), vaginal infection ("infection type: vaginal "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depresion"), nausea ("nausea"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), inflammation ("abdominal inflamation") and anxiety ("anxiety"). The patient was treated with surgery (ablation, salpingectomy. (Bilateral) and bilateral salpingectomy and removal of the left essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, heavy menstrual bleeding, migraine, bladder disorder, urinary tract disorder, menstruation irregular, genital haemorrhage, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, depression, fatigue, dysmenorrhoea, vomiting and anxiety outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, nausea, headache and inflammation had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, inflammation, menstruation irregular, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2014 date(s) of insertion: 1) (B)(6) 2014- left 2) (B)(6) 2014- right attempted (discrepancy noted) discrepancy noted in date of expiration of essure device: 19 dec 2016. 19aug2014 (per mr) essure insertion initial attempt unilateral placement no of coils/devices: left 5 (B)(6) 2014 (per mr) essure insertion second attempt after unilateral placement bilateral failure discrepancy noted in date of removal: (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, uterine perforation, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter added, case became medically confirmed. Patient's medical history and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.